Manufacturer narrative:
The 30-degree endoscope involved with this complaint has been returned for evaluation. The endoscope was analyzed and found to have a scope bearing friction issue, shaft mechanical damage, as well as damage to the cable integrity. The complaint regarding the endoscope flipping and rotating was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument log for the 30-degree endoscope (470057-08/934185) associated with this event has been performed. Per logs, the 30-degree endoscope instrument was last used in a procedure on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the 30-degree endoscope was rotating/flipping. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.